Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As a result, the patient had the ipg replaced. Therapy has successfully been restored post-op.